Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify how the device "misfired four times"? Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Did clips not advance fully into the jaws? Did multiple clips feed into the jaws at the same time? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips?

Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired four times and the clips were "scissored." A similar device was used to complete the case with no patient consequences.